Event description:
The device was explanted after receiving alerts for high shock impedance. The alerts occurred after thirty months of implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The root cause was traced to a damaged component within the hybrid circuitry.